Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd conventional syringe had cracks. Verbatim: injuries or adverse event: no. Reported issue: cracks.

Event description:
It was reported that the bd conventional syringe had cracks. Verbatim: injuries or adverse event: no. Reported issue: cracks.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.